Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient reported she felt she needed to recharge the device more often than she should and was also getting uncomfortable stimulation on occasions with changing positions. Patient had several meetings with reps for reprogramming several years ago, but this did not resolve the issue. The physician informed the patient of advancements in technology, (i.e. Sensor, hd, MRI) and suggested a possible replacement, but the patient refused. System was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the battery was at normal end of life. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.